Event description:
It was reported that the screw broke during the surgery causing a delay of 35 minutes in the surgical procedure time.

Manufacturer narrative:
The warnings in the package insert state this type of event can occur. Without a product return, no product evauation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.